Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. The cause of the reported event could not be conclusively determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism did not deploy. The patient's blood glucose rose to 22 mmol/l (396 mg/dl). The pod was not worn.